Manufacturer narrative:
The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information is requested. (B)(4).

Event description:
A surgical consultant reported the surgeon was noticing tags (incomplete cuts) on lasik flaps of three patients by the end of the surgery day. The reporter indicated the surgery was completed by surgeon manually completing and lifting flap. All of the patients on that day have been very pleased with their outcomes. Additional information is requested.